Manufacturer narrative:
Per the clinic, the patient underwent exploratory surgery at the implant site on (B)(6) 2014 due to an infection and was treated with IV antibiotics. The implanted device remains. This report is filed (B)(4) 2014.

Event description:
Per the clinic, the patient experienced a skin flap breakdown and an infection at the incisional area and the patient was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.